Event description:
It was reported to covidien on 10/19/2009, that a customer had an issue with a hemodialysis catheter. The customer reports they noticed blood leaking from the catheter at the insertion site. They then started dialysis and a small pocket of blood formed at the insertion site. Patient had catheter removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.